Manufacturer narrative:
Additional information: b.5, h.6 device code, d.10. Correction: this supplemental replaces supplemental 1 (disregard earlier supplemental 1). The customer reported problem was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced keypad due to no power. A review of the device history record for sn (B)(6) was performed from 05oct2019 to 21aug2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the pc unit was requested for repair as the device would not turn on/off. In repair, the device would not turn on, would not charge, and the battery was depleted. In addition, the keypad was replaced.

Manufacturer narrative:
Additional information: b.5, h.6 device code, d.10. The customer reported problem was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced keypad due to no power. A review of the device history record for sn (B)(6) was performed from 05oct2019 to 21aug2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the 8015 device was requested for repair as the device would not turn on/off. In repair, the device would not turn on, would not charge, and the battery was depleted. In addition, the key pad was replaced.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device would not turn on/off.